Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle freedom lite meter was reviewed. The dhrs showed the freestyle freedom lite meter passed all tests prior to release. The DHR for the freestyle strips was reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2019, he received a reading of 500 mg/dl on his adc blood glucose meter which was higher than he felt and experienced unspecified symptoms. Customer further reported that he was rushed to the emergency room where he was treated unspecified medication via IV. No further information provided because the customer declined to continue troubleshooting as he wasn't feeling well and attempts to gather further information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer could not recall on which meter he received the high readings on. Therefore both the meters (B)(4) have been reported. Refer emdr-61917 for documentation of the other meter. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019, he received a reading of 500 mg/dl on his adc blood glucose meter which was higher than he felt and experienced unspecified symptoms. Customer further reported that he was rushed to the emergency room where he was treated unspecified medication via IV. No further information provided because the customer declined to continue troubleshooting as he wasn't feeling well and attempts to gather further information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.